Event description:
It was reported that the pt was inadvertently implanted with a med-el device when she had asked for a device from another manufacturer prior to surgery. The device was explanted as requested by the pt.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow-up report.